Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During visual inspection, the advancer knob was locked in a retracted position and it was loosened in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A tug test was attempted to examine the integrity of the connection, no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr was stuck in lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 2.00mm rotalink¿ plus was used to treat the target lesion. During procedure, the burr could not rotate well and it was noticed that the burr was stuck in lesion. They pulled the burr out from the patient. Procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that a burr was stuck in lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 2.00mm rotalink plus was used to treat the target lesion. During procedure, the burr could not rotate well and it was noticed that the burr was stuck in lesion. They pulled the burr out from the patient. Procedure was completed with a different device. No patient complications were reported and the patient's status is stable.